Event description:
It was reported that during normal device change out, externalized conductors were observed via diagnostic imaging. No electrical anomalies were detected. Lead will be followed remotely. Patient condition is good.